Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Document review: amistem h cementless femoral stem size 2 std. Ref. 01.18.132 / lot 110850 ((B)(4) stems produced): no anomalies found related to the problem occurred. All the stems belonging to this lot have been already sold without any other similar incident. From the data collected, we have no evidences that the event is device related.